Manufacturer narrative:
Inspected 3 opened/used sensors and performed bicarbonate buffer test. 1 of 3 sensors failed for high readings. 2 remaining sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer removed the sensor and a partial sensor cannula was missing. Customer's blood glucose was 153 mg/dl. Customer was advised that the sensor may have been incorrectly inserted or damaged during insertion, which caused the sensor site and error alert issues.